Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms and noise. There was no allegation of oversensing of the noise. Boston scientific technical services discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported.